Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified external iliac artery. A 4.0 x 40, 135cm mustang was selected for percutaneous transluminal angioplasty. During the procedure it was noted that the balloon ruptured at the middle in pinhole form, at 10 atmospheres for 3 seconds upon first inflation. The device was removed without any problem and the procedure was completed with a different device. No complications reported and the patient is in good condition after the procedure.